Manufacturer narrative:
Pump was monitored for 6 hours with multiple basal rates, passed self-test and displacement test. Passed self-test and an unexpected restart alarm test. No check setting alarm, reset anomaly, unexpected restarts alarm; signal too low alarm, spanish anomaly alarm during testing. No damage inside pump noted. Unit function properly during rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. No motor error alarm or motor position encoder error noted during testing. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a motor position encoder error. Customer's blood glucose was 425 mg/dl. It was reported that settings were gone. It was also reported that customer received an unexpected restart alarm and a signal too low alarm. Troubleshooting could not be performed as customer was not available with insulin pump. Insulin pump would need to be replaced.